Manufacturer narrative:
Block b3: exact date unknown, event occurred fall of 2023.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to increased charging burden. The patient was doing well postoperatively and the explanted device was kept by the medical facility.